Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) wad displaying fluctuating and out-of-range ventricular paced impedance measurements.